Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 200 cycle. After sterilization the chemical indicator (ci) changed color correctly. The load included 2 cystoscopes, defib paddle, 2 baby log sensors, bugby electrode chord, arthroscopy camera, and a bronco mouth guard. The load was partially released and used on a patient before the results were confirmed. The load items released were the eleectro bugby chord and circon cystoscope. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was partially released and used on a patient before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 01/13/2014. Method: no product was returned. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of ''suspected positive bi¿ was reviewed from june 2013 through may 2014. There was no significant trend observed. Trending analysis for the product code of ''load not recalled' was reviewed from june 2013 through may 2014. The risk is categorized as "broadly acceptable". Trending analysis by lot number was reviewed from 01/13/2014 to 04/28/2014. There were no similar incidents. The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated with positive bi is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. Thirty-two cyclesure® bi(s) were submitted for functional evaluation. Functional specification was met with all thirty-two cyclesure® bi(s). Insufficient information is available to determine the cause of the alleged "'suspected positive bi". The suspect bi was not available for return, therefore it could not be evaluated for signs of user error. Additionally, the specific make and model details of the devices in the load are not available. It is unlikely that the suspected positive bi was caused by a performance issue in cyclesure® lot 01314706 as the retains product met functional specification. Sterrad® malfunction was also eliminated as a contributing factor since parametric release parameters were met. The cycle passed and the ci disc changed appropriately after processing. Tracking and trending data did not identify a significant trend; consequently, root cause evaluation will not be performed. The customer was advised to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s) and to thereafter repeat the test with a second sterrad® cyclesure® 24. No further action is required at this time, however, the issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).